Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h6 proposed component code: mechanical (g04)- head no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 00875201232 32mm i.d. Size kk elevated rim liner use with 56mm o.d. Size kk shell 62609912. 00875201236 continuum longevity elevated liner, kk 36 x 56 63134822. 00801803602 12/14 cocr femoral head 36mm +0 63410130. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 02222. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was implanted with zimmer biomet devices. Subsequently, the patient was revised two years post implantation due to dislocation. The head and liner were exchanged.